Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿postoperative bone fracture and pain.¿

Event description:
It was reported that patient underwent an initial total hip arthroplasty approximately 18 years ago. Subsequently, patient underwent a revision procedure on (B)(6) 2016 due to loosening and bone void distal to stem. During the procedure, all components were removed and replaced. Patient underwent another revision procedure on (B)(6) 2016 due to a periprosthetic fracture. During the procedure, the stem and head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to correct information.